Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon visual inspection, it was reported that there was foreign material in the connector.

Event description:
It was reported that during the implant procedure, the lv lead could not be fully positioned in port. The device was not implanted. No patient complications have been reported as a result of this event.